Event description:
A healthcare professional reported the patient was admitted with an altered mental status. A computerized tomography (CT) scan was performed and showed no acute changes with brain function and it appeared device was functioning as intended. The patient's altered mental status had occurred suddenly on (B)(6) 2016. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.